Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 30 occurred during basal delivery. Reportedly, the customer loaded a new cartridge and subsequently, a cartridge change error occurred during the load sequence. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 142 mg/dl.